Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced the high blood glucose 512 mg/dl. Customer also reported that insulin pump gives insulin flow block alarm and they have tried the all the remedies customer was treated with the manual injection. Customer declined the troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Insulin pump was programmed with multiple test boluses greater than 3.0 units. Insulin pump properly delivered the test boluses. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No insulin odor noted in the reservoir compartment. However, moisture damage was noted on the electronic assembly and on the motor.